Event description:
Customer called lfs on 9/12/2002 alleging that their meter would not power on. Patient reported feeling light headed and was unable to obtain a blood glucose reading. Patient reported calling their physician and being hospitalized for 2 days due to their uncontrollable blood glucose level. Patient reported obtaining a blood glucose reading of "230 mg/dl" on another meter, however, it is unknown if the meter belonged to patient and when the result was obtained. Patient reported changing the batteries one a monthly basis. The ccr walked patient through checking that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). The meter still did not power on. Ccr replaced patient's meter due to an unresolved issue.